Event description:
Patient underwent a cryoablation procedure (B)(6) 2014. Information received by medtronic indicated that, a few weeks post procedure, the patient travelled to another state and became short of breath. Patient went to the emergency room and was admitted to hospital. The patient was diagnosed with renal dysfunction; creatinine of 6. Echocardiogram showed enlarging effusion and an urgent pericardiocentesis / pericardial window procedure was performed.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.